Manufacturer narrative:
The crp reagent lot number is 77956801 and the expiration date is 28-feb-2025. The lipase reagent lot number and expiration date were not provided. The alarm trace showed sample short and abnormal aspiration alarms. The field service engineer (fse) found that a wash unit tube was torn and crystallization of the wash solution. The fse replaced a solenoid valve and the broken tubing. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable crpl3 c-reactive protein gen.3 and lipc lipase colorimetric results for 2 patient samples on a cobas pure c 303 analytical unit. On (B)(6) 2024, sample 1 had an initial crp result of 0.0181 mg/dl with flag. The result was questioned as the patient had a crp result of approximately 12 mg/dl the day before. The sample was repeated and the result was 12.7 mg/dl. On (B)(6) 2024, sample 2 had an initial lipase result of 7 u/l. The result was questioned as the patient had a lipase result of 150 u/l the day before. The sample was repeated and the result was 120 u/l.